Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care professional reported that  the implantable neurostimulator "failed" and was explanted/removed. The health care professional did not have further explanation of what failed. They did not know the managing health care professional or when the implantable neurostimulator was removed. The leads remain implanted.